Manufacturer narrative:
The root cause for the reported balloon rupture was attributed to a combination of patient calcium and thermal heat affects from the catheter emitters. The root cause for the symptoms the patient reportedly was experiencing could not be determined with the information available, as the patient's pre-existing medical condition is unknown. However, review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping. The adverse events of angina and hypotension reported per this case, are known potential adverse effects with standard catheter-based cardiac interventions and are listed in the shockwave c2 ivl instructions for use.

Event description:
Two shockwave c2 coronary lithotripsy (ivl) devices were used to treat a lesion in the left main coronary artery. Initially, shockwave's c2ivl4012 catheter was prepped and inserted into the patient. It was reported that the device lost pressure after delivering 2 pulses of ivl therapy. Subsequently, a second shockwave catheter was prepped and inserted into the patient (c2ivl3512), and that devise was also reported to have lost pressure after delivering 2 pulses of ivl therapy. Both catheters were inflated to 4 atmospheres at the time of ivl delivery. A non-compliant (nc) balloon was then used following the rupture of the shockwave devices to continue the case. The patient reported to experience symptoms of hypotension and angina, requiring additional pharmacological therapy with norepinephrine. Based on provided information, it is unclear if the symptoms occurred after either the first or second ivl balloon pressure loss. Ivus guided percutaneous coronary intervention was successfully completed on the left main bifurcation without any further complications. Post procedure, the patient was stable with no angina symptoms, with stable blood pressure values. Norepinephrine was no longer necessary. Patient was discharged as planned. There have been no additional patient sequelae reported.